Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2023. The patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 37 and 48 hours on the abdomen. Symptoms reported include dizziness and not feeling well. The patient was treated with intravenous fluids and manual injection. The patient was released the same day after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.